Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Moenninghoff c, pohl e, deuschl c, et al. Outcomes after onyx embolization as primary treatment for cranial dural arteriovenous fist ula in the past decade. Academic radiology. 2020;27(6):e123-e131. Doi:10.1016/j.acra.2019.07.021. Medtronic received a literature article pertaining to subjects that were undergoing treatment of dual arteriovenous fistulas. There were a total of 75 patients, 41 female, with an average age of 56 years old. A total of 96 evts were performed in 75 patients. Procedure related complications occurred in six patients, with permanent neurological complications in four patients. Permanent procedural related neurological deficits derived from three venous infarctions with cerebral hemorrhage in eloquent areas and one hemiparesis due to middle cerebral artery territory infarction. Temporary complications after evt were facial nerve palsies in two patients with fistulas close to the straight or transversal sinus and a cerebellar infarction in one patient. A balloon catheter was used in 15 cases to protect against the venous sinus and accidental embolization of the distal venous system. Postoperative complications included 3 intracranial hemorrhages, 12 additional platinum coils used, 7 additional surgeries. 45 dual arteriovenous fistulas were obliterated after one evt, 58 after the final evt. One patient experienced recurrence after complete occlusion.